Event description:
Account alleged that the ground loss led light is flashing.

Manufacturer narrative:
Account reported that bed is functioning correctly, but is unsure of what fixed the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.